Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that patient faced ten infusion sets cannula kinked event on (B)(6) 2026. The event occurred within three hours of insertion. The insertion site was abdomen, buttocks and below the waist. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.